Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.598" x 0.070" was found to be broken off the base of grip. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed misuse, such as excess force applied to the instrument jaws. Additional observations related to customer reported complaint was that the instrument was found to have damage to the conductor wire¿s molded insulation. Visual inspection found the wire exposed. The root cause is attributed to misuse as a result of broken grip. The instrument was also found to have a broken conductor wire. The conductor wire was broken at the base of the grip. No signs of thermal damage were observed. The root cause was attributed to misuse as a result of broken grip. A review of the instrument log for the force bipolar instrument ( 471405-06/k102202210338) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the jaw of the force bipolar instrument broke and the fragment that fell off into the patient. The fragment was fully retrieved, without any harm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success.